Event description:
It was reported in a service report that while transporting a 850 lp pt, the fowler cylinder ceased to function. The pt did not notice the failure, but the emts later noticed a leak and the fowler could no longer lock in the upright position. No adverse consequence alleged.

Manufacturer narrative:
Leak.